Manufacturer narrative:
Section d9 was updated due to part return section h6 evaluation code component (annex g) was update due to analysis of returned part - remove g02005 and add g0201201 h3 device evaluation summary: was update due to analysis of returned part medtronic conducted an investigation based on all information received. It was reported that while in use on a patient, this pb980 ventilator generated 3 red alarms and 1 yellow alarm with "extended self test (est) required", "no oxygen (o2) supply", "no air supply", "breath delivery (bd) background fault detected", "voltage and current out of range (oor)" and "mix backup ventilation activation failure" messages. The device was available for evaluation. A review of the ventilator logs confirmed there was evidence of a loss of ventilation (lov) during use. The service personnel (sp) inspected the ventilator and found diagnostic codes in the logs for which the service manual indicated the replacement of direct current (dc)-dc converter printed circuit board assembly (pcba). The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. One dc-dc converter pcba was returned to medtronic for analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. Although the returned dc-dc converter pcba was analyzed and tested satisfactorily, capacitors on this pcba may fail in a manner which allows the board to function after the failure which is likely the case here. With the information currently available, the reported lov entry was most likely due to a fault in the dc-dc converter pcba especially since the entries in the log align with a dc-dc converter pcba failure as defined in the service manual. The dc-dc converter pcba serial number is in scope of an existing internal investigation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that while in use on a patient, this pb980 ventilator generated 3 red alarms and 1 yellow alarm with "extended self test (est) required", "no oxygen (o2) supply", "no air supply", "breath delivery (bd) background fault detected", "voltage and current out of range (oor)" and "mix backup ventilation activation failure" messages. The device was available for evaluation. A review of the ventilator logs confirmed there was evidence of a loss of ventilation (lov) during use. The service personnel (sp) inspected the ventilator and found several diagnostic codes in the logs and based on the messages displayed, sp replaced the direct current (dc)-dc converter printed circuit board assembly (pcba). The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. The cause of the reported event was isolated in the field due to a potential fault in the dc-dc converter pcba. The dc-dc converter pcba serial number is in scope of the existing internal corrective action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, this 980 ventilator generated 3 red alarms and 1 yellow alarm with "extended self test (est) required", "no oxygen (o2) supply", "no air supply", "breath delivery (bd) background fault detected", "voltage and current out of range (oor)" and "mix backup ventilation activation failure" messages. The patient was removed from the ventilator and placed on an alternate ventilator with no injury.